Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Tandem technical supported educated the customer that per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The customer was instructed to load a new cartridge, but the customer declined additional troubleshooting with tandem technical support. There was no reported adverse impact to the customer.